Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported per the fsr - on a patient. Symptom: purge failure #5 - will not pump. Findings/action taken: pump assembly defective. Installed new pump assembly. Functional tests. The pump was switched off the patient.